Event description:
It was reported that bd cathena¿ safety IV catheter with bd multiguard¿ technology does not function after insertion and there was leaking past the valve and out of the hub. No serious injury or medical intervention was reported. Verbatim: "material no.: 386806 batch no.: 8116291/8060126/8183043 it was reported the catheter anti reflex valve does not function after insertion or connection/disconnection and there was leaking past the valve and out of the hub. This complaint is for patient 3 of 10. Per complaint form: catheter anti-reflux valve doesn't function after insertion or connection/disconnection (multiguard not working). There is blood that is leaking past the valve after removal of the needle, and leaking out of the hub. Insertion was observed on live patient, steps for insertion were performed correctly, and as soon as the needle was pulled out of the hub, the blood would leak up by following the spring inside the catheter hub. Connection with a saline flush was performed, after disconnection, catheter leaked = valve not functioning either. Repeated this twice, with the same result."

Manufacturer narrative:
H.6. Investigation: 20 representative samples (unopened) were returned for investigation. 10pcs from batch 8081043, 5pcs from 8116291 and 5pcs 8060126. The samples were subjected to blood escape time (bet) test. The samples passed the bet test, no leakage was observed. A review of past 12 months quality notification was performed and no quality notification was raised on the reported defect of leakage. No abnormality was detected during the production of the reported batch. The returned sample passed the bet test. Hence root cause could not be determined. However, there was a CAPA raised for blood droplet formation at the luer end of the catheter adapter (refer to CAPA#86125). Small ID catheter tubing and small septum vents have been implemented to enhance the blood control function.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8116291. Medical device expiration date: 2021-04-30. Device manufacture date: 2018-04-26. Medical device lot #: 8060126. Medical device expiration date: 2021-02-28. Device manufacture date: 2018-03-01. Medical device lot #: 8183043. Medical device expiration date: 2021-06-30. Device manufacture date: 2018-07-02. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd cathena¿ safety IV catheter with bd multiguard¿ technology does not function after insertion and there was leaking past the valve and out of the hub. No serious injury or medical intervention was reported. Verbatim: "material no.: 386806 batch no.: 8116291/8060126/8183043. It was reported the catheter anti reflex valve does not function after insertion or connection/disconnection and there was leaking past the valve and out of the hub. This complaint is for patient 3 of 10. Per complaint form: catheter anti-reflux valve doesn't function after insertion or connection/disconnection (multiguard not working). There is blood that is leaking past the valve after removal of the needle, and leaking out of the hub. Insertion was observed on live patient, steps for insertion were performed correctly, and as soon as the needle was pulled out of the hub, the blood would leak up by following the spring inside the catheter hub. Connection with a saline flush was performed, after disconnection, catheter leaked = valve not functioning either. Repeated this twice, with the same result."